Manufacturer narrative:
New information: mentor received additional information indicating that the date of event was (B)(6) 2018, not (B)(6) 2018 as previously reported on initial report dated (B)(6) 2018. The additional information also indicates that the rupture was diagnosed via ultrasonography. Per the additional information, the ruptured device serial number is (B)(4). On 8/29/2018, mentor became aware that the initial reporter country from the initial report dated 7/3/2018 was incorrect. The correct initial reporter country code is (B)(6). Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250cc and experienced rupture on the left breast implant. The rupture was diagnosed via ultrasonography. As a result, patient underwent removal and replacement with saline mentor smooth round moderate profile 250cc on (B)(6) 2018. The device was returned to mentor with fluid that appeared to be clear. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a crease on the anterior view. A rent was discovered within the crease measuring approximately 0.8 cm. An area of missing material was also observed on the posterior view extending to the anterior, measuring 3.4 by 4.8 cm. Additional rent was discovered at the end of the missing material on the posterior view, measuring 2.8 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents, crease and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents and an area of missing material were found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 250cc and experienced rupture on the left breast implant. As a result, patient underwent removal and replacement with saline mentor smooth round moderate profile 250cc on (B)(6) 2018.